Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the interstim system never worked since the implant, and pt hasn't used their interstim system since 2021. The caller was also told by pt that the patient does catheterization on themselves. Patient has been able to find one of her external components (the phone possibly) but didn't find two external components per se. Tss reviewed replacing external components thru sunmed or trying to have ins interrogated to see if they can put into MRI mode at managing hcp. Reviewed a dead battery only would support a head MRI.